Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Event description:
Customer's mother reports that customer received excessive no delivery alarms during bolus and basal. Customer's mother is very frustrated as she states customer does an infusion set change everytime he receives a no delivery alarm. Customer's blood glucose was 378 mg/dl, which was not treated due to no delivery alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.